Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance. No intervention was performed. The patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer? "No" selected by mistake, the product is still implanted.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 correction: previously reported device product code (d2) should have been "dtb" rather than "nvn".

Event description:
New information indicates that the right ventricular lead was capped and replaced on (B)(6) 2021. The patient was stable.